Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple noise episodes were observed as ventricular fibrillation episodes due to lead noise. The rv lead was suspected to be damaged. The lead was capped, and the patient was stable post procedure.